Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that "I don't think I am feeling the stimulator working." They do feel the sensation that they need to go to the bathroom and have bowel movement, but they do not have any feelings regarding the urine. They also noticed bladder spasms when their bladder is partly filled or full. The patient was redirected to follow up with their hcp.